Event description:
A report was received that the patient had to charge the ipg frequently. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.